Manufacturer narrative:
The device was not returned to pysion-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the therapy pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced therapy pcb assembly was requested for return to physio-control for further evaluation at our (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device doesn't charge energy. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device doesn't charge energy. In this state the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The replaced therapy pcb assembly was further evaluated in product analysis center. It was confirmed that shorted cr21 and cr22 caused the defibrillation energy cap to not charge. A root cause of the reported issue was determined to be due to the shorted diodes designators cr21/cr22.